Manufacturer narrative:
Concomitant medical products: product ID: 800, serial# (B)(4), implanted: (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by patient's family member that patient's implantable pulse generator (ipg) "didn't last long". The ipg was explanted and replaced.